Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection, needle retraction occurred in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection, needle retraction occurred in an unspecified amount of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Upon evaluation, the photo did not show the reported defect. Additionally, a visual inspection was conducted on 100 retained samples, and no issues were identified. Furthermore, 10 retained samples were inspected with zero visible defects. Functional tests were also performed on these 10 samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.